Event description:
It was reported that high impedance was detected on the patient's generator prior to a generator replacement. It was reported that the patient's generator was previously at 'end of life.' The patient's generator and leads were replaced due to the high impedance detected and received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator provided the intended output current for the entirety of the monitoring period. No anomalies were identified with the returned generator. Note that the electrodes were not returned for analysis and therefore a completed evaluation could not be performed on the entire lead product. There were abraded openings observed which were likely the cause of leakage paths for dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. There was a half set of setscrew marks found near the end of the connector pin, indicating that at one point the lead had not been fully inserted into the cavity of the generator. However, there was an additional set of setscrew marks found which indicated that at one point in time a good mechanical and electrical connection was present. Continuity checks were performed on the lead portion and no discontinuities were identified. No further relevant information has been received to date.